Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that noise was observed on the ventricular channel. Bipolar impedance was 320 ohms and unipolar impedance was 231 ohms. The patient was pacemaker dependent.